Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the top of the reservoir compartment broke off. The customer's blood glucose was 531 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection and the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the self test, off no power, unexpected restart, displacement, rewind, prime and excessive no delivery alarm tests. The operating currents were within specification. The pump was received with a completely broken off reservoir tube lip. Tested with a test p-cap and the p-cap did not lock in place. Unable to perform the displacement, basic occlusion and occlusion tests due to the reservoir tube lip damage. The pump had a missing reservoir tube o-ring, minor scratches on the lcd window, scratches on reservoir tube window, cracked reservoir tube and cracked battery tube threads.